Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is currently doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket site, and the pump was explanted.